Manufacturer narrative:
Screw too tight. Screw readjusted.

Event description:
It was reported by service report that the controls work by themselves. No pt involvement or adverse consequences are reported.